Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical scrub technician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was exchanged for a different lens within 2 months after initial implantation. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was no patient harm, the patient's issues have resolved and the prognosis is excellent. The facility is finding fault with the aberrometer. The intended outcome was based on pre-operative calculations which ended up under-correcting astigmatism.